Event description:
It was reported to physio-control that the customer observed during a check of their device, that it would not power on. The device showed the ok symbol and no other icons in the device's readiness display. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third-party service agent verified the reported failure. Physio-control will continue to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and observed that the analog pcb assembly caused the device not to power on. Physio-control then further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to the diode, designator cr24 on the analog pcb assembly that caused the on/off sw line to be 0 volts. Therefore the device would not power on. A replacement device was provided to the customer under warranty.